Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that allegedly the ems responder arrived at a helicopter landing to transfer a patient from the ambulance to the helicopter. It was reported that the ambulance was allegedly parked on an incline when the emts were attempting to unload the cot from the ambulance. The emt allegedly pressed the red release lever (tongue on the very back end of the ambulance that allows the trolley and transfer to begin moving) to begin unloading. When this lever was pressed, since the ambulance was on the incline, allegedly the cot, transfer and trolley all started to quickly move out of the ambulance. The emt allegedly attempted to stop the unit with the approx. (B)(6) lb patient as it was quickly coming out and sustained an ac sprain to the left shoulder as a result. The emt received medical intervention as a result of this alleged event and is now receiving physical therapy, was out of work, and is now on light duty at work. It was reported that the patient who was on the cot was not affected as a result of this alleged event.

Event description:
It was reported that allegedly the ems responder arrived at a helicopter landing to transfer a patient from the ambulance to the helicopter. It was reported that the ambulance was allegedly parked on an incline when the emts were attempting to unload the cot from the ambulance. The emt allegedly pressed the red release lever (tongue on the very back end of the ambulance that allows the trolley and transfer to begin moving) to begin unloading. When this lever was pressed, since the ambulance was on the incline, allegedly the cot, transfer and trolley all started to quickly move out of the ambulance. The emt allegedly attempted to stop the unit with the (B)(6) patient as it was quickly coming out and sustained an ac sprain to the left shoulder as a result. The emt received medical intervention as a result of this alleged event and is now receiving physical therapy, was out of work, and is now on light duty at work. It was reported that the patient who was on the cot was not affected as a result of this alleged event.

Manufacturer narrative:
The user facility alleged the event occurred on 1 of 2 devices, however they could not identify which one. The field service representative inspected both devices and tested each for functionality. The field service representative found no defects or malfunctions on either device that would have caused or contributed to the alleged event. The investigation identified that the device was being unloaded on a decline, only 1 user was attempting to unload the device, and the user was not prepared to support the load of the device. A review of the device operators manual identified that there should be a minimum of two trained users loading/unloading an occupied cot to ensure that the cot can be properly supported. The operators manual also identified that users should load/unload on flat surfaces in order to increase safety.

Event description:
It was reported that allegedly the ems responder arrived at a helicopter landing to transfer a patient from the ambulance to the helicopter. It was reported that the ambulance was allegedly parked on an incline when the emts were attempting to unload the cot from the ambulance. The emt allegedly pressed the red release lever (tongue on the very back end of the ambulance that allows the trolley and transfer to begin moving) to begin unloading. When this lever was pressed, since the ambulance was on the incline, allegedly the cot, transfer and trolley all started to quickly move out of the ambulance. The emt allegedly attempted to stop the unit with the approx. 250 lb patient as it was quickly coming out and sustained an ac sprain to the left shoulder as a result. The emt received medical intervention as a result of this alleged event and is now receiving physical therapy, was out of work, and is now on light duty at work. It was reported that the patient who was on the cot was not affected as a result of this alleged event.